Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 with blood glucose of above 500 mg/dl. The customer's current blood glucose value was unknown. The customer did experienced the symptoms such as high blood glucose. The customer was treated by bolus with pump. The insulin pump was on auto mode or not at the time of incident was unknown. Customer had been using insulin pump system within 48 hours of reporting the incident was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.